Manufacturer narrative:
The reported complaint "the quattro catheter (lot # 94546) leak" was confirmed. During functional leak test, a pinhole leak was observed at medial 1 balloon. The probable root cause of the pinhole leak was due to a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the catheter's balloons, medial and proximal luered tubings. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at medial 1 balloon, located at 1-inch away from the proximal end of the balloon. Therefore, the reported complaint was confirmed. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for quattro catheter with lot number 94546.

Event description:
A (B)(6)-year-old female patient with sepsis and fever underwent ivtm therapy. The quattro catheter (lot # 94546) was smoothly inserted into the patient's left femoral vein. The patient's body temperature at the start of the ivtm therapy was 39.8°c. The target temperature was set at 36.5°c at fever rate. Approximately after 24 hours, when the patient's body temperature reached 36.2°c, the thermogard console generated an airtrap alarm, and the user noticed that the saline bag was empty. Catheter/suk leak check was performed, and there were no traces of fluid observed on the console, patient's bed, or the floor. Catheter leak and infusion of about 200-250 milliliters of saline were suspected. There was no device malfunction on the console. However, the user elected to discontinue the ivtm treatment because the patient no longer had a fever at the time when the issue was noted. No consequences or impact to patient was reported.